Manufacturer narrative:
Additional information: d10, e1(initial reporter and facility information), g4, h3, h6 h3 evaluation summary: one sample was received for evaluation and lot number provided was received as well. A visual test was performed and it was observed all the components are assembled properly at the tube. The product met specification as received. A functional test was performed according to process instruction. The received obturator was impregnated with alcohol and inserted into the cannula and no obstruction or difficulties were detected during the test, neither ridges were observed in the inner diameter of the cannula. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's obturator did not slide correctly in. There was no allegation of patient death or serious in jury.